Event description:
Pt reported that the physician placed 4 contour threads on each side of her face and she looks worse now than then when she went in for the contour thread lift. Pt stated " I have dimples as they call them; I call them sunken places on both sides of my face. I never had those before on my face. My mouth has the same wrinkles I had before, I went in, if not worse." Pt required multiples surgical interventions to relieve chronic nerve pain. Pt had infection which required treatment with antibiotics. Pt had gortex removed which was causing nerve pain. Gortex was used inconjunction with CT procedure. Pt would not supply the name of the physician that did the procedure.

Manufacturer narrative:
Pt reporting problem would not supply her physician's name to surgical specialties corp (dba angiotech) therefore, we were not able to verify the training of the physician or check the device history records for the product used on this pt.